Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the previous or initial MDR submitted on august 29, 2022 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on october 17, 2022.